Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to recover and required maintenance. A field service engineer (fse) identified failures in auxiliary drawer 2, row e cubies, with all cubies failing during diagnostic access, replaced the flex cable, reseated the row board cable connections, and verified proper drawer and cubie operation through diagnostics and application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
T was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred, and recovery was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.